Manufacturer narrative:
The fenestrated bipolar forceps instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a damaged spring was noted on the fenestrated bipolar forceps instrument. The instrument was inspected prior to use and no damage was noted at the time. The spring was noticed once the procedure ended. The spring was closest to the jaws of the instrument. The instrument was used for the entirety of the procedure. The instrument did not collide with other instruments during procedure. This specific instrument has had this same issue in the past. It is unknown if a fragment actually fell inside the patient and was retrieved. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end on the yaw pulley. Some bundles/filaments of the cable were frayed but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h11 for follow-up information.